Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform60 stapler instrument to perform failure analysis. The stapler instrument was analyzed and found to have one firing failure based on log review which was not replicated through in-house testing. The instrument had failed mechanical engagement during in-house testing with error code 22020 indicating that the roll hard-stop verification check failed. Isi did receive the associated sureform 60 blue reload to perform failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint. Based on logs review the partial firing was caused by the error of "tissue too thick to continue." The reload was found to have the knife exposed within the knife track. Log review confirmed that the reload was involved in a firing failure. The knife was exposed towards the distal end of the returned reload, which aligns with the firing completion percentage displayed in the procedure logs. Additionally, the reload was found to have an undeployed pusher on the proximal side. The probable root cause of an undeployed pusher on the reload is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted fundoplication surgical procedure, the system presented a "tissue was too thick" message while using sureform60 stapler instrument. It was noted that during firing sequence, the instrument had a blade sticking out in the middle. Customer replaced the instrument and procedure was completed with no reported injury.